Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed noise on the rate/sense channel just after having been implanted. The noise was oversensed and resulted in pacing inhibition. The local sales representative suspected the noise was caused due to chatter between a newly implanted lead and a chronic lead.